Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed on(B)(6)2023 due to painful hardware.there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. Additional information indicates there was no loss of correction. Requests for additional information have been made with limited information received. The hardware was returned for evaluation. All devices show evidence of use, damage as a result of initial implantation, and/or damage as a result of removal efforts. Device specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although several factors can contribute to the reported event, the most likely cause cannot be determined due to the limited information provided. No deficiencies or malfunctions have been alleged/found with any tmc device. There were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate. Additional tmc devices explanted in the same revision surgery was reported in MDR 3011623994-2023-00227 and 3011623994-2023-00229.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed on (B)(6)2023 due to painful hardware.there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.